Event description:
It was reported that the patient experienced low blood glucose (bg) levels (readings unknown). The ambulance was called at home and was administered glucose and glucagon.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported medical assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.